Event description:
A malfunction on the pump was reported by the caller, leading to the customer's blood glucose level exceeding a high threshold. The customer's specific blood glucose value was unknown, but it was indicated as "high." To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The pump was affected by a field correction, but the customer had not received the notice. Technical support confirmed and updated the customer¿s email, resent the notice, and arranged for a replacement pump with updated software to be sent. The customer was instructed to place the faulty pump into storage mode and return it to tandem within ten days to avoid charges. The new pump necessitated the customer to program their settings and connect their continuous glucose monitor (cgm). Customer reverted to an alternative method of insulin therapy.